Manufacturer narrative:
The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. The surgeon observed multiple bubbles in the anterior chamber (ac). This occurred during irrigation/aspiration (I/a) and was causing some chamber instability issues. The procedure was completed with no harm to the patient, but the surgeon stated having difficulty with visibility due to the bubbles. Additional related information was requested but none has been provided to date. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in b.5. And h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received indicating that the anterior chamber was collapsed in patient's eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the ophthalmic console exhibited anterior chamber instability and the presence of air bubbles during the irrigation and aspiration phase of cataract surgery, specifically during cortex and viscoelastic removal steps of surgery. The issue was observed when operating at higher flow rates. The physician indicated that the irrigation inflow was not keeping up with the aspiration outflow, resulting in a chamber collapses slowly rather than a sudden occlusion break. Additional information was received indicating that the surgeon observed multiple bubbles in the anterior chamber causing chamber instability and difficulty with visibility throughout the irrigation and aspiration phase. The procedure was completed without any impact on the patient. Further information has been requested.